Event description:
Additional information received indicated the patient has continued to have swelling at the ins pocket site and has been prescribed antibiotics in order to reduce the swelling. Surgical intervention was undertaken and the ins was explanted and replaced with a different model and the replacement device was placed inside a dacron pouch.

Event description:
It was reported the patient experienced an allergic reaction to the implantable neurostimulator (ins). The patient had an incision and drainage and was placed on antibiotics. Antibiotics appeared to resolve the issue, but it recurred once antibiotics were ceased. Allergy testing shoed the patient was allergic to titanium grade 1 and 23. Surgical intervention may take place at a later date and until that time, the patient is to remain on antibiotics.